Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump underinfused during patient therapy. 100 cc versed solute was set to infuse at 20cc/hr, and was expected to finish in five hours. However, after eight and a half hours of infusion, there was still approximately 20 cc of solution left to infuse. The pump did not alarm. The intended dose was approximately 170cc/mg of versed, but the patient only received 80cc/mg. The reporter indicated that the patient was ¿curarized¿ during the infusion. The doctor was notified and the pump was changed to resolve the issue. There was no report of patient injury or medical intervention associated with this event. Additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, the device was tested for flow accuracy and was found to deliver within 5% accuracy. A review of the event history log revealed an infusion of midazolam (versed) was initially programmed on 09-29-2021 at a rate of 3 ml/hr and vtbi of 100 ml. The infusion continues into 10-01-22. An infusion of midazolam with a vtbi of 100 ml at 20 ml/hr was not recorded on the reported event date or elsewhere in the log. The vtbi was updated to 90 ml at timestamps 04:01 and 12:58, the rate was 10 ml/hr. At 13:41 the rate was updated to 15 ml/hr. At 14:57, the rate was updated to 20 ml/hr. At 15:13, a bolus dose of 5 mg was programmed and completed after 1 minute. The infusion completed at 17:55 and the user updated the vtbi to 20 ml. The user updated the vtbi 11 more times until the pump was stopped and powered off by the user at 00:19 on 10-02-21. An infusion matching the programmed parameters was not found in the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The device was determined to be within specification and no correction required. Should additional relevant information become available, a supplemental report will be submitted.